Event description:
Additional information received indicated the patient was later seen in-clinic and ble telemetry was restored. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to communicate with the remote monitoring mobile app. A bluetooth low energy (ble) anomaly was suspected. The patient will be seen in-clinic for further troubleshooting, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.